Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should add'l data become available.

Event description:
Boston scientific received info that the right ventricular exhibited noise. This lead was abandoned surgically. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.